Event description:
Boston scientific crm received info that during follow-up four days post implant, this pacemaker displayed ventricular undersensing. The ventricular impendance dropped and loss of ventricular capture was observed. During testing the pat went into five seconds of atrial, the device mode switched appropriately. A chest x-ray revealed that the lead may have pulled back. The patient was stable and did not have av block and was therefore conduction fine.